Event description:
It was reported that a malfunction alarm identified as malf 12 occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer service provided guidance on resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue happens again.